Event description:
Bd optima phaseal closed system transfer device and phaseal infusion clamp: serious concerns with 1) disconnection if used without the "clamp." The clamp is offered by bd only as an "option." When tested, tubing becomes easily disconnected without the clamp. Adding the clamp poses a choking hazard in the pediatric population. Clamp #sku 515403. Connector. Injector. Choking hazard warning and bd should add that "clamp is needed to prevent accidental disconnection". Device code: 1171, 3015. Patient code: 4582. Reference reports#: mw5171751, mw5171752.